Event description:
The customer reported "after spiking the bag a white piece of plastic was seen floating in the bag. The floating white piece of plastic was moved to the drug port on the bag." The event occurred during chemotherapy treatment and was completed. Per the customer no patient injury was reported, no sample and no batch number were available for evaluation. Since a sample is not available for evaluation a complete analysis could not be performed. And the batch number is missing we were not able to check any retain samples or production documents. Therefore, a root cause could not be determined.